Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noisy signals oversensing and low intermittent impedances out of range in the non boston scientific right atrial (ra) lead, leading into inappropriately stored atrial tachy response (atr) episodes. Additionally, this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high pacing thresholds. Technical services (ts) recommended further review and to consider programming higher output on the lv lead. This crt-d system remains in service. No adverse patient effects were reported.